Event description:
The pt received her scs system on (B)(6) 2010. The pt reported paresthesia when the stimulation is used, but the sensation is painful. When stimulation is stopped, the painful sensation goes away. The pt reported using the stimulation all day, every day. The pt was to follow up with her physician regarding this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.